Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. The impella cp was successfully implanted. During the pci procedure, the physician tried to deliver a stent to the distal left anterior descending artery (lad) after having laid 4 stents in the mid lad and distal lad. The physician was unable to deliver the distal stent and decided to remove the stent. As the physician was pulling the stent back through previously laid stents, the physician got hung up on one of the deployed stents. During this time as the physician was pulling, he accidentally pushed the impella completely into the ventricle and it is believed there was a slight perforation of the lad. The physician stopped and the impella was repositioned, moving out of the ventricle. At this time the patients mean arterial pressure (map) dropped to about 45 and there was no pulsatility on the a-line or aortic placement signal. A push of epinephrine was given, and map increased to the mid 50's. The patient coded but the team was able to bring the patient back. When the coronaries were imaged, it was discovered that all arteries had clotted off. There was no flow down the coronaries. The patient care was withdrawn, and the patient expired. Medical safety review of the event note use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
D7a was inadvertently omitted on the initial manufacturer device report number 1220648-2024-16703. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-16703 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-16703 in accordance with updated procedures. H6 health effect - clinical code 4440 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-16703.